Manufacturer narrative:
Follow-up received on 09-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure inserted and experienced traumatic dermatitis, skin necrosis and granulomatous plagues on skin. Additionally, she stated her type 2 diabetes is getting worse. These events are unlisted according to essure's reference safety information. The events traumatic dermatitis and type 2 diabetes is getting worse were, due to their etiologies and considering essure local action at fallopian tubes considered as unrelated to the suspect insert. Granulomatous dermatitis may have infectious etiologies such as tuberculosis and mycobacteriosis, as well as non-infectious etiologies such as sarcoidosis, granuloma annulare, interstitial granulomatous dermatites, necrobiosis lipoidica, necrobiotic xanthogranuloma, metastatic crohn disease, among others. Both traumatic dermatitis and granulomatous dermatitis could result in skin necrosis. Thus, given the nature of the events skin necrosis and granulomatous plagues on skin, a causal relationship between the reported events and essure was considered very unlikely. She also reported that she was unable to walk correctly due to massive pain / constant pain that is unable to be controlled. She had full vaginal hysterectomy to removed essure. About two months later found out there was a piece of essure was still left in her (seen as device breakage) and she had laparoscopic surgery to removed the piece of essure. These events are listed. Device breakage occurred during removal of essure. Considering their nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Product technical analysis was performed and there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Technical assessment concluded unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction to my skin, not having a real period, period is chunks of pieces of blood, a1c has skyrocketed, and blood pressure is high. No information given on consumer's medical history, drug history and concomitant medication. She has never been allergic to anything.. The consumer's concurrent condition included diabetic. In (B)(6) 2010 the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. In 2010 the consumer experienced allergic reaction to my skin (purple specks of blood blisters inside thighs / it has spread to back,buttocks, arms and hands, it is painful and uncomfortable, hot and itchy on the inside, hot and itchy on the inside). On an unspecified date the consumer experienced not having a real period, period is chunks of pieces of blood, a1c has skyrocketed, and blood pressure is high. Allergic reaction to her skin started three and half years before this report. It started as purple specks of blood blisters inside her thighs and it kept progressing, spreading to the back of her legs, buttocks, back of her arms, and hands. She could barely use her hands. It would break, and water would come out, then blood. It was painful and uncomfortable and it got worse and bigger four days before her period. She was hot and itchy on the inside. Additionally, she was not having a real period, just chunks of pieces of blood. She was diabetic and her a1c has skyrocketed and her blood pressure was high. She has been seeing a dermatologist, biopsy and cultures on the blisters have been done, and there were no solutions. Events and essure treatment were ongoing. Reporter causality: the relationship was not reported. Follow-up information was received on 04-jun-2014 via (B)(6) questionnaire. This case is now medically confirmed. Patient's weight was provided. Medical history included d+c (interpreted as dilatation and curettage). Concurrent conditions included htn (hypertension), obesity, gerd and dm (diabetes mellitus). On (B)(6) 2010 essure was easily inserted. She was not postpartum at the time of insertion. General anesthesia and analgesia were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Depo provera was used as back-up contraception. On (B)(6) 2010 hsg (hysterosalpingogram) was performed and confirmed occlusion bilaterally. No essure removal was done or planned. No further information was provided. Follow-up information was received on 13-jun-2014. No new clinical information was provided. Follow-up information was received on 18-aug-2014: patient was admitted to hospital about 3 days prior to this report for purpose of workup to determine the cause of skin problems. She started experiencing traumatic dermatitis, skin necrosis sometime shortly after essure inserted. She had granulomatous plagues and it was pretty dramatic. She has had substantial treatment (immunosuppressive treatments, steroids). They were considering removing essure. No further information was provided. Follow-up received on 18-aug-2014: no new clinical information. Follow-up information was received on 26-aug-2014 from health care provider. The patient would probably have to get essure removed. Concomitant condition included morbid obesity and therefore she was not a good laparoscopic candidate and might have to undergo a vaginal hysterectomy. Her next appointment was scheduled to two weeks after this report. No further information was provided. Follow-up information was received on 27-aug-2014. No new clinical information was provided. Ptc investigation result was received on 04-sep-2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. The reported events are of broad nature and the majority of events was considered unrelated to the product by company. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no suspicion of a quality defect based on the limited available information. Follow up information received on (B)(6) 2015 from patient's boyfriend: he was concerned about his girlfriend since she was declining, getting worse and worse every day. She was a really healthy person on no medications before essure inserted. She has been seen by a skin doctor who has never seen skin lesions like hers before. The skin doctor agreed with the internal medicine doctor that they should remove essure and see what happens. Boyfriend has spoken to women online about skin problems they are having since essure inserted but none like hers. At first the lesions were like blisters that leaked water and then went dormant on backs of thighs that ran along the nerve. Now they are like blood blisters everywhere and gross. She was embarrassed to go out and covers up. The lesions go along with her cycle and blow up like balloons and she has inflammation. She has a wound on her left leg for about a year now that will not heal. Another wound appeared on left ankle about 4 to 6 months ago. Her hair was falling out and she was feeling like her body was on fire. It was like she was burning up inside. She was afraid she will be dead in a year if a hysterectomy and removal of essure not done soon. Her blood pressure was up and her type 2 diabetes was getting worse. She could not even open a bottle of pop due to pain from lesions on hands. It was messing with her head and mental state. She just wanted her life back. She has been in the hospital twice in past 4 months and is in hospital now. CT scan recently and essure is in place. She was placed on climara and prednisone and had a reaction to the prednisone. These drugs are harsh and she is not sure what they might be doing to her body. Follow-up information received on 15-may-2015. The required numbers of follow-up attempts have been completed, with no response to date. Case closed. Follow-up information has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 02-nov-2015). Consumer experienced fatigue, chest pain, muscle pain, pain in vaginal area, severe cramps, irregular periods, dizziness at times, severe dry eyes, unable to products tears, auto immune disorder/ target vascular system, resistant to healing, resistant to antibiotics, steroids, insulin, ect., excessive high blood sugar, severe nerve damage and unable to walk correctly due to massive pain, major depression, anxiety and rage due to constant pain that is unable to be controlled, lost mobility, unable to work. (B)(6) 2015 had full vaginal hysterectomy to removed essure. About two months later found out there was a piece of essure still left in her. (B)(6) 2015 had laparoscopic surgery to removed the piece of essure. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced traumatic dermatitis, skin necrosis and granulomatous plagues on skin. Additionally, she stated her type 2 diabetes is getting worse. These events were considered serious due to hospitalization (skin lesions) and medical importance (worsening diabetes) and are unlisted according to essure's reference safety information. The events traumatic dermatitis and type 2 diabetes is getting worse were, due to their etiologies and considering essure local action at fallopian tubes considered as unrelated to the suspect insert. Granulomatous dermatitis may have infectious etiologies such as tuberculosis and mycobacteriosis, as well as non-infectious etiologies such as sarcoidosis, granuloma annulare, interstitial granulomatous dermatitis, necrobiosis lipoidica, necrobiotic xanthogranuloma, metastatic crohn disease, among others. Both traumatic dermatitis and granulomatous dermatitis could result in skin necrosis. Thus, given the nature of the events skin necrosis and granulomatous plagues on skin, a causal relationship between the reported events and essure was considered very unlikely. She also reported that she was unable to walk correctly due to massive pain / constant pain that is unable to be controlled. She had full vaginal hysterectomy to removed essure. About two months later found out there was a piece of essure was still left in her (seen as device breakage) and she had laparoscopic surgery to removed the piece of essure. These two events are serious and listed. The event device breakage occurred during removal of essure. Considering their nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed and also due to device breakage which required intervention. An updated product technical complaint is expected. No further information could be obtained.